Event description:
It was reported the customer had a button error alarm. The customer also stated their buttons were unresponsive while attempting to clear their alarm. Customer's blood glucose was 9 mmol/l. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent buttons responds due to moisture damage to keypad traces. No button error alarms were noted during testing. The device was received with minor scratches on lcd window.